Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormla bleeding(general)u"), hypersensitivity ("allergy reaction nos"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (robotic-assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (per pif, please note discrepancy) patient received treatment for : pain , abnormal bleeding, allergy , bladder disorder nos, urinary tract disorder nos 4 coils on the right and 2-3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both essure micro inserts appear to be in satisfactory position and both tubes are occluded. Lot number: 654829 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormla bleeding(general)u"), hypersensitivity ("allergy reaction nos"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (robotic-assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (per pif, please note discrepancy) patient received treatment for : pain , abnormal bleeding, allergy , bladder disorder nos, urinary tract disorder nos 4 coils on the right and 2-3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both essure micro inserts appear to be in satisfactory position and both tubes are occluded. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received : case category updated to serious incident, reporter, removal details, lab data added, rcc updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.